Event description:
(B)(6) is a recovering breast cancer pt who had a portacath inserted at an earlier time at another facility. On (B)(6)2010, the physician tried to remove it; he was able to remove the port, but was unable to apply sufficient manual traction to move or remove the catheter under local anesthesia. Her wound was irrigated, and closed, with cxr showing that the catheter remained in the svc. She was having chest discomfort during the procedure and a post-op EKG was found to be normal. On (B)(6), she was taken to interventional radiology and the catheter was removed intact via dissection. Both procedures were well tolerated and the pt was discharged. Dose or amount: na. Dates of use: unk. Diagnosis or reason for use: breast cancer treatment.